Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that removal difficulties occurred. A 3.00 x 16 synergy drug-eluting stent was advanced for treatment. However, upon removal, the balloon was stuck and could not be retrieved due to significant resistance. The balloon was forcibly removed from the patient's body. The procedure was completed with this device. No patient serious injury or adverse event were reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.00 x 16 stent delivery system was returned for analysis. The stent was deployed during the procedure and was not returned for analysis. No damage was noted on the balloon. It was noted that the balloon was subjected to negative pressure as it is in a flattened deflated state upon return. Crimp markings were evident on the exposed balloon wall. The recommended 0.014" guide wire was loaded before the inflation test. The druck was used to verify the encore inflation device prior to the balloon inflation test. The device inflated with no issues to the rated burst pressure and deflated within 9 seconds (specification deflation time less then or equal to 16 seconds). The druck was used to verify the encore inflation device after the balloon inflation test. Visual and tactile examination of the hypotube identified multiple hypotube kinks. Visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.

Event description:
It was reported that removal difficulties occurred. A 3.00 x 16 synergy drug-eluting stent was advanced for treatment. However, upon removal, the balloon was stuck and could not be retrieved due to significant resistance. The balloon was forcibly removed from the patient's body. The procedure was completed with this device. No patient serious injury or adverse event were reported.